Event description:
As reported for this event by the customer, during a therapeutic laparoscopic cholecystectomy procedure, the device teflon pad rolled up when in use. The procedure was completed by using a new device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no abnormality noted.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of ultrasonic output and appearance. Upon inspection, it was observed that the teflon pad (tissue pad) was worn with metal exposed. Also, a part of the tissue pad was torn and everted. The exact cause of the event cannot be exclusively identified. However, a likely mechanism causing the reported event might be the following: the ultrasonic output was activated while the distal end of the grasping section was grasping thick and hard body tissue. The probe and the tissue pad came into contact at the rear end of the grasping section. Therefore, the tissue pad was partially torn, and part of the tissue pad was severely worn out. Due to severe wear of the tissue pad, the edge of the torn tissue pad was peeled off from the grasping section. It also caused eversion of the tissue pad. The instructions for use includes the following statements that warn against the issue: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.